Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would intermittently not detect the lid being opened. The cause of the reported issue was isolated to the reed switch sw5, further root cause could not be determined.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would intermittently not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.